Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states the reservoir had come off and could not get it back into place. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer states they treated with shot. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip and the test reservoir does not lock into place; unable to perform the basic occlusion test and occlusion test due to the reservoir tube lip damage. The insulin pump had intermittent button response due to flattened down arrow button and act button dome switches. The keypad connector was fully locked. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked reservoir tube window, cracked belt clip slot at the battery tube threads area, cracked case at the display window corner and minor scratched lcd window. The insulin pump was with missing reservoir tube o-ring.